Manufacturer narrative:
The unique device identifier for this device is (B)(4). Address: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and under water clear passage testing were performed. During testing, no flow was confirmed between the filter and the tubing. Further visual inspection revealed an excess of solvent at the connection between the filter and the tubing that obstructed the fluid flow. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set would not flow. The reporter stated that during infusion, the fluid would flow up to the filter but would not continue through the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.